Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen3338 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (reen3338) have been reported from the same facility.

Event description:
It was reported the microintroducer is not smooth and has bulged edges. It was stated this occurred with three devices. This report addresses the second device.